Event description:
Pt reported feeling sick since (B)(6) 2012. Pt experienced nausea and throwing up. Pt took correction via the infusion device but with no success. Pt reported his spouse called the doctor on call on (B)(6) 2012 and was placed in the ICU with stationary treatment. Pt's blood glucose level while in the hosp was 1000 mg/dl. Pt's normal blood glucose level was not provided. Pt stated he received correction via an infusion; contents unk. No further info is available. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.